Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following a fall on (B)(6) 2023, for which the patient fell onto a tub edge and the floor with direct impact to the ipg, the patient experienced uncomfortable stimulation with their scs system. As a result, surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The report of ¿burning sensation¿ when therapy is ¿on¿ was not confirmed. Analysis of the returned ipg found it communicated with all lab utilities and passed all tests on the automated test equipment (ate); during which no anomalous outputs were noted. Uncomfortable stimulation can sometimes be associated with patient anatomy and/or the location of the pocket site and is not device related. There was no mention in the event details if the pocket site was modified or moved when the device was revised, or if the allegation resolved once the patient healed from the reported fall.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the ipg was explanted and replaced. Effective therapy was restored post operatively.